Event description:
It was reported that the patient experienced increased pain; the patient did not have any neurologic deficits. An MRI was performed and a granuloma was noted. The pump and catheter were removed. The patient had a granuloma wrapped around the catheter tip. The granuloma was cut, but not entirely removed. The pump contained morphine 30 mg/ml and bupivacaine 8mg/ml. The daily dose was not reported. The patient recovered fine from the surgery and may have a new infusion system implanted at a later date.